Event description:
On (B)(6) 2011, it was reported that an AED was used during a rescue attempt and that the device advised a shock and then powered off. The pt was then transferred to a second AED and shocked. The pt was admitted to the hospital but was reported to have died soon thereafter.

Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The investigation determined that the AED correctly recognized and advised a shock and that the AED subsequently charged and prepared to deliver a shock. The record also indicates that the user of the AED pressed the power button (and not the shock button), resulting in the AED powering off. The AED functioned as designed. Based on the complaint, the powered off of the AED is likely attributed to operator error.